Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for implant fracture - s-rom stem. Event is serious and is considered severe. Event is definitely related to device and is definitely not related to procedure. (Right hip).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. Examination of provided x-ray images confirms the reported allegations. A fracture of the femoral stem as well as what appears to be a fracture of the sleeve component is identified. Although the allegations of fracture are confirmed it is not possible to conclusively determine the root cause using only x-ray images. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Corrected: h6 code 3191 (patient) from absence of treatment to device revision or replacement.